Event description:
A distributor reported on behalf of a heathcare facility in japan, via a fisher & paykel (f&p) healthcare field representative, that the connector between the chamber and the inspiratory limb of two rt380 adult dual heated evaqua2 breathing circuits were disconnected. There was no patient harm.

Manufacturer narrative:
(B)(4). Additional information: section d4: lot and UDI provided. Section d7a: unticked. Section e2, e3: initial reporter information updated. Section g2: report source updated. Section h8: changed to unknown. Section h11: method: the two subject rt380 adult ventilator circuits, additional information and photographs were provided to fisher & paykel healthcare (f&p) healthcare for evaluation. Results: visual inspection of the two returned subject devices confirmed that the elbow connectors of the inspiratory tubing were disconnected. Further analysis of the returned devices indicated that it was highly likely that the circuit was subjected to a thermal conditioning procedure. Conclusion: our investigation confirmed the reported disconnections of the inspiratory elbow connectors from the inspiratory tubing. Based on our investigation, the reported issue is likely to be due to the circuits being subjected to a thermal conditioning procedure. All rt380 adult ventilator circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject circuits would have met the required specifications at the time of production. The user instructions provided with the rt380 adult ventilator circuit include the following: visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Check all connections are tight before use.

Manufacturer narrative:
(B)(4). The subject rt380 adult dual heated evaqua2 breathing circuit is en route to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a heathcare facility in japan, via a fisher & paykel (f&p) healthcare field representative, that the connector between the chamber and the inspiratory limb of two rt380 adult dual heated evaqua2 breathing circuits were disconnected. There was no patient harm.

Manufacturer narrative:
(B)(4). Corrections: section d4: expiration date updated. Section d4: UDI details updated. Section g3: date corrected. Section h11: method: the two subject rt380 adult ventilator circuits, additional information and photographs were provided to fisher & paykel healthcare (f&p) healthcare for evaluation. Results: visual inspection of the two returned subject devices confirmed that the elbow connectors of the inspiratory tubing were disconnected. Further analysis of the returned devices indicated that it was highly likely that the circuit was subjected to a thermal conditioning procedure. Conclusion: our investigation confirmed the reported disconnections of the inspiratory elbow connectors from the inspiratory tubing. Based on our investigation, the reported issue is likely to be due to the circuits being subjected to a thermal conditioning procedure. All rt380 adult ventilator circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject circuits would have met the required specifications at the time of production. The user instructions provided with the rt380 adult ventilator circuit include the following: visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Check all connections are tight before use.

Event description:
A distributor reported on behalf of a heathcare facility in japan, via a fisher & paykel (f&p) healthcare field representative, that the connector between the chamber and the inspiratory limb of two rt380 adult dual heated evaqua2 breathing circuits were disconnected. There was no patient harm.